Event description:
There was a lot of friction between the catheter and the coil, which eventually got stuck and a clot formed. The pt was prescribed with heparin for 24 hours and was doing fine afterwards.

Manufacturer narrative:
The probable root cause of the friction and eventual lodging in the microcatheter is the delamination of the outer sheath covering of the device positioning unit (dpu). When and where it occurred is unk. The microcatheter used in the case was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance product log yielded no other complaints with this lot.